Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The clinical observations were not able to be confirmed.

Event description:
Boston scientific received information that that the patient with this pacemaker had a syncopal episode while using a leaf blower. The patient was admitted to the hospital for evaluation. It was noted that the device displayed low r-wave amplitude. During the patient's stay it was observed that the patient had an episode with oversensing and pacing inhibition which was thought to have happened while the patient was walking around the hospital floor. It was later confirmed by the local boston scientific field representative (fr) via the patient's physician that the patient had actually been undergoing threshold testing at the time of the observed pacing inhibition. The fr reported that the physician intended to instruct the patient not to use their leaf blower in the future. The device remains in service. There were no additional adverse patient effects reported.

Manufacturer narrative:
The device is currently undergoing analysis. When additional information becomes available, this report will be updated.

Event description:
Subsequent information indicated that the patient experienced another episode of syncope. The system was interrogated and loss of capture was noted in vvi. Pacing thresholds were reported to have increased from prior measurements. The patient was seen for a revision procedure where the competitor's rv lead was capped and the device was replaced electively. The device has been returned for analysis. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.